Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D15,d18- intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) involved with this complaint and completed the device evaluation. The customer reported issue was unable to be reproduced, but was confirmed as having occurred via field error logs. Visual inspection was performed and the sine cycle was performed without any issues. Tests performed via matlab passed. The mtm was no trouble found. Additional findings found during evaluation: plastic film was observed along the axis 1 of the mechanical cables during evaluation and the axis 1 mechanical cables will be replaced. During evaluation, the gimbal handle was found to be contaminated with dirt and debris which will be replaced. The gimbal grip pads were found to be worn out during evaluation and will be replaced. There was error 23008 on axis 4 and the axis 4 motor will be replaced. Link 1 covers will be replaced. Isi also received the remote arm controller (rac) involved with this complaint and completed the device evaluation. The customer reported complaint was unable to reproduce the issue. However, the error/fault was confirmed via error logs/system logs. This rac was installed with a pca test system which was launched in maintenance mode to program unit software. The system was power cycled 10x the sine cycled for 5 minutes without error and launched in normal mode at which mtml was used to manipulate position of arm 1, response was normal and consistent.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtml (master tool manipulator-left) and the rac (remote arm controller). The system was tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Isi has not received the mtml and rac involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the items are returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history found no additional instances of this issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated error 25517 pointing to the system. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion. System unavailability after the start of a surgical procedure (first port incision) lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information for blank fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. Fields PMA/510k (2020 reports), adverse event, recall (if recall number is given) (2020 reports) and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error message to disable the left master tool manipulator (mtm) and the customer disabled it. The intuitive surgical, inc. (Isi) technical service engineer (tse) suggested to hard power cycle the system and the customer confirmed that the issue was still repeating. The tse found the error on the left mtm. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue happened during the procedure when all ports were placed. There were no issues with the port placement. All troubleshooting steps were exhausted with no resolution to the issue. There was no patient injury. Patient-related information is unknown.